Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the delivery catheter. The delivery catheter and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.